Event description:
It was reported that the user experienced nocturnal hypoglycemia after dinner on nights when consuming a cocktail, with postprandial hyperglycemia reaching 244 mg/dl for about 3 hours before the ilet delivered aggressive correction that contributed to a subsequent low; the device alerted to out-of-range values and then reduced glucose, and the user reported changing the sleep target recently with uncertainty about timing of effect. Symptoms included no reported physical symptoms. Outcomes included no need for outside assistance and no medical intervention. Investigation included complaint review, user counseling on potential alcohol effects, and referral to clinical decision support for guidance on avoiding nocturnal lows while allowing an evening cocktail. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with contributing factors including alcohol intake and automated correction following postprandial hyperglycemia; the device and its components were not reported to malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.